Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had this device implanted about four months ago and now the longevity remaining is at four years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Additionally, it was noted that the daily right ventricular (rv) pacing impedances shows intermittent drops. Technical services discussed possible replacement of the implanted device and recommended to return for product analysis. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had this device implanted about four months ago and now the longevity remaining is at four years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Additionally, it was noted that the daily right ventricular (rv) pacing impedances shows intermittent drops. Technical services discussed possible replacement of the implanted device and recommended to return for product analysis. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggested this right ventricular (rv) lead was fractured. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.